Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and the left ventricular (lv) lead had possible high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead (B)(6) 2009. (B)(4).